Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that allegedly keypad button of the seven pcu modules were not working. Reportedly, assy, case, front w/keypad will be replaced. There was no reported patient involvement.

Manufacturer narrative:
The customer reported that the keypad buttons of the seven pcu modules were not working was confirmed. Physical inspection noted the keypads were in good condition with no irregularities observed. During internal inspection, the keypads were found with signs of fluid ingress where the flex cable meets the circuit layer. Broken traces (traces 2, 3, and trace 20) were also observed on two of the returned keypads. The front case/keypad assemblies were observed with signs of fluid ingress where the flex cable meets the circuit layer and 2 keypads were found with broken traces. The returned keypads were tested using the pcu test fixture. Four of the seven keypads failed to power on the pcu. Test results identified that the ac indicator lights did not illuminate after plugging in the power cord on 4 out 7 keypads. The system on key did not function on 4 out of 7 keypads. The returned keypads had various keys that were not functioning as intended. The proximate cause of the customer¿s experience with keypad failures is associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history review: review of the pcu module s/n (B)(6) service history record showed the device had a manufacture date of 17aug2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 17nov2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record opened for the source device was not related to this complaint. H3 other text : only keypads were provided for investigation.

Event description:
It was reported that allegedly keypad button of the seven pcu modules were not working. Reportedly, assy, case, front w/keypad will be replaced. There was no reported patient involvement.